Event description:
Fluoroscopy identified externalized conductors on lead presenting in or for normal eri change out. No electrical anomalies detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 10.1-11.6cm and 13.5-15.0cm from the distal tip. The etfe coating of the rv conductors was normal at the abrasion sites. Internal insulation abrasion was found at 7.4-8.8cm from the distal tip. The etfe coating of the ring electrode sensing conductors was normal at the abrasion site.